Manufacturer narrative:
Corrected data: b5: "reportedly, enlargement of incision and addition of suture performed" should be added for correction. H6: 4625-additional surgery: additional suture should be added for enlargement of incision should be added for correction. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm icl implantable collamer lens, -12.50 diopter, into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023, a central anterior subcapsular opacity (cataract) was observed (va was 20/25). The icl vault was high (300%). The lens remained implanted.

Manufacturer narrative:
Claim # (B)(4).